Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not syncing with myqlink. The technical support specialist (tss) reported that the station encountered an error populating the web connection table names due to an http 503: service unavailable response. The tss confirmed the issue was occurring on the ws.mql.biz uniform resource locator (url). The tss updated the configuration to use the `ws2` urls and restarted the service. And verified that the station was syncing properly. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower was not syncing in myqlink. The customer reported that the request was failed with http status 503: service unavailable error. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower was not syncing in myqlink. The customer reported that the request was failed with http status 503: service unavailable error. There were no adverse events or injuries reported based on this event.